Event description:
It was reported that the procedure was to perform ablation of the marshall vein. The 2.0 x 6 mm mini trek balloon dilatation catheter (bdc) was purged with heparinized water, inflated and tested in the water basin under positive pressure before being placed in the patient. After the bdc was advanced, the balloon ruptured at a pressure between 4 and 7 atmospheres. Another balloon was used to complete this procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 1494 device code clarifier- incorrect anatomy. H6: 2017 device code clarifier- failure to follow steps / incorrect prep of device.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the balloon was inflated and tested in the water basin under positive pressure before being placed in the patient. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) states: remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. Slowly release the device pressure to neutral. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Additionally, it was reported that the procedure was to treat an ablation of the marshall vein. The IFU also states: the mini trek ii otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction (mi), balloon dilatation of a stent after implantation (balloon models 2.00 mm only), balloon dilatation of de novo chronic total coronary occlusions (cto). In this case, it is unknown if the IFU violation contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.